Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after providing a "shock advised" determination, the device internally dumped the energy charged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 (serial #) and h4. Evaluation: the device was not returned for evaluation. Instead, a copy of the AED report from the event was returned and evaluated. Review of the data determined that the unit internally dicharged the energy as designed due to a change in the patient's rhythm. Analysis of reports of this type has not identified an increase in trend.